Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. System check was performed with tandem clinical support and reported the customer is not performing the air removal step per the tandem user guide. There was no adverse impact to customer¿s blood glucose level.